Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the mayfield skull clamp was moving when the head of the patient was blocked/installed in the skull clamp. Product was in contact with the patient; however, no injury reported and the procedure was completed without consequences.

Manufacturer narrative:
The complaint is unconfirmed, as no product was returned for evaluation. Consequently, investigation for cause and determination of root cause was unable to be performed. Additionally, the manufacturing records could not be reviewed as the serial number has not been provided. If the product is returned for evaluation, the complaint will be reopened and the evaluation will be completed. At present, we consider this complaint to be closed.